Event description:
Reporter reported an infection after a cranial surgery in which duraseal was used. A collection of cerebral spinal fluid (csf) was also reported. Despite numerous attempts to contact complainant, no additional information related to this incident could be obtained.

Manufacturer narrative:
An infection and csf leak reported following a cranial procedure in which duraseal was used. Despite numerous attempts to contact complainant, no additional information related to this incident could be obtained. Bench top testing has shown that duraseal does not support microbial growth. As described in the duraseal instructions for use (IFU), duraseal is intended to be used as an adjunct to standard practices of dural repair. Duraseal has been shown to reduce the incidence of cerebral spinal fluid (csf) leaks. The incident of postoperative csf leaks in clinical trails was less than 5%.